Manufacturer narrative:
(B)(4).

Event description:
Additional information reported it was unknown if the surgeon found anything with the catheter that would explain the sciatica pain in the left leg. The health care provider (hcp) replaced the spinal segment of the catheter. That patient&#38112;adverse event was resolved.

Event description:
It was reported a catheter was implanted on (B)(6) 2015. On an unknown date following the implant the patient experienced sciatica pain down her left leg. The physician believed that the catheter may be ¿bumping up against something.¿ a catheter revision was done (B)(6) 2015 and a new intrathecal segment of catheter was implanted 29cm or 0.0638ml. The proximal segment of catheter was left implanted and the new intrathecal segment was spliced to the catheter. The physician did not aspirate the proximal segment of the catheter. The reporter requested information regarding the prime bolus and confirmed the amount to prime. The pump was delivering gablofen. The cause of the event, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).